Manufacturer narrative:
Unit alarmed failed self-test during self-test due to faulty electrical component on the radio frequency. Insulin pump received with minor scratched display window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed failed self-test and low reservoir. The customer received another failed self-test alarm while troubleshooting. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.